Event description:
It was reported that the programmer has a "funny" screen, and it is not printing properly. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported "funny" screen. The overlay bezel was cracked, and the display screen dropped down when placed in the upright position. Analysis did confirm the report of the printer not printing properly. The bottom of the chart had lighter printing. It was further noted that the lower case was broken all the way into the keyboard compartment.